Manufacturer narrative:
Date sent to FDA: 7/16/2019.

Manufacturer narrative:
Date sent to the FDA: 4/26/2021. Additional narrative: it was reported that the patient experienced physical injury and pain, mental anguish, permanent and severe scarring and disfigurement.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event and that the mesh had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. No additional information was provided.